Event description:
A customer reported obtaining an unexpected negative reaction with the 3-cell screening assay on the galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. A review of the data indicated no errors occurred. Cell 1 visually displayed slight red cell adherence. Cells 2 and 3 appeared negative. All other assays performed at the same time reacted as expected. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results. An immucor field service engineer also performed the unexpected reactions checklist at the customer's request. Qc performed as expected. The instrument is performing as expected.